Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted to treat stage 3 cystocele, uterovaginal prolapse-incomplete and low rectocele with concurrent total abdominal hysterectomy/bilateral salpingo-oophorectomy, abdominal sacrocolpopexy with polypropylene mesh and perineorrhaphy.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding and dyspareunia.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2017.